Event description:
Report received from analysis of the device that the guide was broken at the distal portion of the guide tube. The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that the suture broke at the junction between the rail suture and the green suture. The device was removed. Another device was inserted and a similar problem occurred. It was reported that no excessive pressure was exerted on the suture. The device was removed and hemostasis and closure were achieved using manual compression. There was no report of an adverse patient event. Although requested, additional information has not been made available.